Event description:
Additional information was received from the physician's office that the device was not protruding when it was checked but the patient felt that the device tilts out when she lies down and wanted to remove it. The surgery was solely based on patient's request and for patient comfort. Patient reported that she felt vns tilt out when she lies down and cause discomfort to her left shoulder. The patient had lots of other unrelated issues and just did not like how the device felt. Per the neurologist, the patient reported that she was having some chest pain and shortness of breath on (B)(6) 2016. The neurologist felt vns moving on (B)(6) 2016. The explanted generator has not been received to date and is suspected to have been discarded.

Event description:
Additional information was received that lack of efficacy was another reason for the patient's explant in 2017. No other relevant information has been received to date.

Event description:
It was reported that the patient underwent explant surgery. Follow up indicated that the explant was due to difficulty breathing, protrusion of device when patient lies down, and discomfort to the left shoulder and down the side. Patient's device was last checked in (B)(6) 2016 and device diagnostics were normal with full battery. No additional relevant information has been received.